Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the device powers up ok, however, the device will not interrogate. The device displays a black screen with an error when attempting to interrogate.

Event description:
It was reported the programmer will not interrogate devices, and the "home" screen is black. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.